Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated motor device, and the reported condition that the device was broken was confirmed. An assessment was performed, and it was determined that the device would run the locked position. The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported that the motor device was broken. During in-house engineering evaluation it was determined that the motor device would run with the safety lock engaged. It was noted that the device runs in the locked position. It was further determined that the device failed pretest for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.